Event description:
It was reported during an orthopedic procedure on (B)(6) 2013 the small battery drive was working intermittently. It is reported there was a delay in the procedure approximately four minutes. There is no further information available. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint of intermittent operation was confirmed. The small battery drive drill was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time.

Manufacturer narrative:
Additional narrative: a review of the service history for the past six months from the awareness date was performed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Procedure: open reduction, hand fracture. Competitor handpiece was used to complete the procedure. Date of injury reported as: (B)(6) 2012. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis.